Event description:
It was reported during a routine check performed by cody winniford, the cardiosave unit has a helium leak .no patient involved reported .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings, component codes, investigation conclusions). It was being reported that during a routine check the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "helium leak". There was no patient involved, getinge field service engineer (fse) confirmed console cover pushed in. Fill manifold potentially damaged. On (B)(6) 2022 pm, in subject unit still open waiting for safety disk, customer provided with quote for physical damage repairs. Unit will be serviced once safety disk is received. Fse replaced the (d441-00-0194) cover, console, (d004-00-0093) tube assy, pressure, (d997-00-0565) assy, helium reservoir. Unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. The defective components were received for further investigation. The failure analysis and testing department inspected a helium reservoir assembly p/n: 0997-00-0565, serial number: (B)(6) and observed the helium reservoir assembly brass check valve fitting is broken on the internal threading base. No further test can be done due to the broken check valve fitting. Retaining the helium reservoir assembly in the failure analysis and testing department per procedure: (B)(4) rev ap. The root cause selection for this investigation will be ¿impossible to define¿ due to the department not having the capabilities to troubleshoot this part internally further in an attempt to determine the root cause. The failure analysis and testing department inspected a tube assembly pressure 0004-00-0093 and observed the tube assembly pressure has a puncture/broken on the base of the connector. No further test can be done due to the puncture/broken tube. Retaining the tube assembly pressure in the failure analysis and testing department per procedure: (B)(4) rev ap. The root cause selection for this investigation will be ¿impossible to define¿ due to the department not having the capabilities to troubleshoot this part internally further in an attempt to determine the root cause. The non-conformance's with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.